Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for reasons unrelated to the pacemaker. Upon examining the patient, the device was vibrating and interrogation showed high out of range rv lead impedance. No capturing and low rv sensing were also noted. The pocket was opened it and was noted that the set screw was not tightened down on the lead pin during the recent implant. The rv lead was tested through the psa and found all measurements to be normal. The physician plugged the rv lead back into the existing device and measurements were all good. The procedure went smoothly with no devices removed or added.